Manufacturer narrative:
Correction: please retract this report 2017865-2024-41030, the same issue was previously reported as 2017865-2024-40714.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with noise recorded by the pulse generator. The source of noise could not be determined. No interventions were reported. The patient was stable.